Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed. The device was received without 6in transitional. Evaluation showed that the threads on the adjustment wrench are worn. The shock cushion was also worn and impeding the cam rod. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. Device exceeds its expected life of 7 years (manufactured in 2004). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield ultra base unit (a2101) would not clamp or hold during use. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.